Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was not functioning and defective. It was also noted that the device did not work anymore. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper cleaning and maintenance of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was not functioning and defective. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.